Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5.1 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drill 5.1 multiple cubies failed. A field service engineer reseated row board cable 1622 board and replaced retractor band and drawer board, but the issue persisted. Further, the engineer found qvc 3 faulty, removed cubie and tested in hardware test application (hta). Customer was able to recover successfully. The system functioned as intended after the field service engineer repaired the device.